Event description:
It was reported that bd 1 ml syringe, luer slip with 25 g x 5/8 in needle had an incorrect needle length.

Manufacturer narrative:
Investigation summary: two photos were returned for investigation and observed needle in different length. 400pcs actual samples were returned were returned for investigation. The samples were subjected to visual inspection. Needle in different length were observed. 292pcs were found in incorrect needle length. Manufacturing process has been reviewed from needle assembly process to syringe assembly process. According to the material transaction records, there was one bag (15kpcs) needle (25g 1in) transferred wrongly to syringe assembly process by utility technician. DHR review showed no quality notification was raised on the reported non-conformance. No similar defect was found during outgoing inspection. The most probable root cause could be due to wrong material issued to syringe assembly process, the associate might have directed the wrong needle material and after it was loaded it is suspected that clearance of wrong material was not done properly.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that bd 1 ml syringe, luer slip with 25 g x 5/8 in needle had an incorrect needle length.